Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and an occlusion alarm occurred. Customer's blood glucose was 153 mg/dl. The alarms were cleared and insulin delivery was resumed.